Event description:
It was reported the pt was experiencing discomfort at her scs ipg pocket site after falling. It was also reported the pt's scs system was explanted due to stimulation, fall and gait disorder issues. Refer to MFR report: 1627487-2013-1067.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.